Event description:
It was reported by the dr's office that they saw flames and smoke coming out of the sterilizer. There were no injuries or property damage reported. This sterilizer had been taken out of service and returned to factory for eval.